Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02756. It was reported that the patient presented for a rv lead revision for sensing noise and inhibition of pacing. During the procedure, intermittent capture was observed on the pacemaker, so the physician elected to explant and replace the pacemaker. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
The reported field events of noise, pacing inhibition, and intermittent capture were not confirmed in the laboratory. Visual inspection revealed electro cautery marks on the device, consistent with the reported issue of an output anomaly during the surgical procedure. The device was tested on the bench and no anomalies were found. The cause of the reported field events could not be determined.